Manufacturer narrative:
UDI: (B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming stripped cannot be positively determined. However, the noted damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up report will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The other day we had a t1-t6 fusion using expedium 5.5. Upon final tightening, the surgeon was having trouble keeping the tip of the expedium 5.5 x25 final tightener shaft (2797-12-600 lot# m4233204) in the set screws. He used the mallet to help keep the shaft in the set screw but it kept slipping out. We took a new final tightener shaft out of the pana nd replaced it to successfully finish the case and properly final tighten each screw. We took a look at the first final tightner shaft after the case with the scrub tech and found it to be mangled and unusable. There was no patient harm because of this incident. We will need a replacement.